Manufacturer narrative:
Correction to: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3, h6 (device code). Additional information: g5 (PMA/510k), h6 (method and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during the procedure, the implant disassembled. The implant was removed and replaced with an alternate to complete the case without reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted as product was discarded. Review of traceability and review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: disassembled. As reported by sames rep. During a 2 levels mobi-c surgery: the implant was loose and came apart. Levels implanted were c4/5 and c5/6. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). Disc space was under distraction. Prosthesis could not have been inserted with an angle or no rotational move was done while inserting prosthesis. No difference was noticed in surgical steps between the first and the second implant; no x-ray is available. Mobi-c no touch level was not used. Mobi-c distraction forceps was used. The following steps: while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis, were followed.